Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have been hospitalized on (B)(6), 2014 due to high blood glucose. Customer's blood glucose was unknown. Customer reports to have passed out and was taken to the hospital. Customer was wearing insulin pump at the time of hospitalization. Customer was advised to call back when released from the hospital in order to provided more details of hospitalization. No further information provided.